Event description:
It was reported that during the procedure in the heavily calcified/tortuous right coronary artery (rca), via radial access, pre-dilatation was performed and a 3.0 xience v stent was deployed in the mid segment of the vessel. An attempt was made to advance a 2.75x23 rx xience v stent delivery system (sds) through the 3.0 stent, but resistance was felt and the sds could not advance. The sds was retracted, resistance was felt with the 3.0 stent, and the 2.75 stent dislodged from the balloon in the proximal segment of the rca. The sds was completely withdrawn from the anatomy and a 1.5 balloon catheter was advanced to the dislodged stent. The balloon was expanded inside the stent implanting the stent in the proximal segment of the rca. A 2.75x22 non-abbott stent was deployed in the distal segment of the rca and the procedure was completed. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. (B)(4) - distal to stent. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency.